Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold and brown particles. Leak test and microscopic analysis was performed which identified: striated opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "voluntary recall" and "burning pain". Patient additionally reported "fatigue" (non device related), "hair falling out, joint pain" (non device related), and "right side hard". Patient representative later reported right side "capsular contracture" baker grade unknown. Device has been explanted and replaced.